Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer "over-corrected" via multiple boluses with the pump and delivered too much insulin resulting in a low blood glucose (bg) of 35 mg/dl. Customer consumed carbohydrates to address bg. Recommendation was made to discuss diabetes management with a health care professional.